Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up determined that the lead had been dropped on the operating room floor and not attempted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix disengaged from helical channel, the inner tubing was kinked/buckled and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.